Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that there was no cap on the syringe tip upon opening the package. There was approximately 1 ml of water left in the syringe.

Event description:
It was reported that there was no cap on the syringe tip upon opening the package. There was approximately 1 ml of water left in the syringe.

Manufacturer narrative:
The reported event was confirmed. The evaluation that the cap at the tip of the syringe was missing. The exact cause of how and when the problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "accessories syringe prefilled with sterile water."